Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after an unspecified procedure. Reportedly, two days after the closure procedure the patient was at home reading the starclose se pamphlet provided by the hospital. The patient became concerned because the starclose se device contains nickel silver and the patient is allergic to nickel silver. The patient had a follow up visit with the physician on (B)(6) 2015 and it was confirmed the patient has no symptoms of an allergic reaction. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.